Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. Analysis found external abrasion at 14.0cm to 15.2cm from the end of the connector pin , consistent with friction to the ICD can. No other anomaly was found that could cause high impedance.

Event description:
It was reported that high impedance was observed. The lead and ICD were explanted and replaced.